Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after scanning and it was clear there was still a pad on the patient, x-ray was not taken, the vaginal packaging was inside of the patient because she was going to have radiation after the insertion of the (B)(6). There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The investigation found that a wand and rf mat were connected to the device, and were properly detected. An rf tag on a calibrated stand was used to test detection. The wand scanned 16 +/- 0.5 inches away from the rf tag and emitted a solid detection tone. The wand was then held clear of the rf tag, and after 7 seconds no detections occurred. A mat scan was then performed with the rf tag 16 +/- 0.5 inches away from the mat using the calibrated test stand. A detection was indicated after the scan completed, with a solid tone sounding. The tag was then removed from the vicinity of the rf mat, and another scan performed. No detections occurred during this scan. The wand was placed on the corner of the mat, and a mat scan was performed. No detections occurred during this mat scan. An arqsphere was then placed 8 +/- 0.5 inches away from the rf tag. A detection occurred with a solid tone sounding. The arqsphere then scanned with the tag removed, and no detections occurred. The investigation found the dev ice to function normally and within specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.